Event description:
A surgeon reported an unexpected reflective outcome following intraocular lens (iol) implant surgery. Additional info was received from the surgeon, who reported the iol was exchanged due to the iol rotated from 80 to 65 degrees and the lens was the incorrect power.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts were made to obtain additional info and a completed questionnaire was received on 08/27/2012. (B)(4).